Event description:
On may 9, 2007 the lay patient contacted lifescan (lfs) alleging that her one touch ultra 2 meter read inaccurately high. The patient was hospitalized for "kidney problems" for two months during 2007. The patient said she used the reported meter to test her blood glucose and adjust her novolog insulin by sliding scale at the beginning of her hospitalization. She did not recall the date that she took novolog insulin based on the reported meter reading and later began to feel symptoms of hypoglycemia. The patient could not recall the blood glucose reading obtained on the reported meter. The pt said she could feel her blood glucose dropping and she could hardly speak, but she did not lose consciousness. She summoned a nurse, who tested her blood glucose with a hospital meter and obtained a result of 30 mg/dl. The patient was treated with IV glucose. After that incident, the patient's blood glucose was tested on the hospital meter and insulin was given by the nurses. During her hospitalization, the reported meter was lost when she was transferred to another unit. The lfs customer care advocate (cca) was unable to troubleshoot the meter because the patient no longer had the meter when she contacted lfs. The meter was replaced. The complain is reported because the patient alleges she took novolog insulin based on an inaccurately high reading on the lfs product while she was hospitalized for "kidney problems." She claims she later experienced symptoms that suggested hypoglycemia and a hypoglycemic reading was obtained on a hospital meter. The patient was treated with IV glucose.

Manufacturer narrative:
The reported meter was lost and will not be returned to lifescan for evaluation.